Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that after surgery, the device does not work for skin extension. There was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, serial#, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. Conclusion summary: on (B)(6) 2018, it was reported that after surgery, the device does not work for skin extension. The customer returned a meshgraft ii device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number: (B)(4) one time as documented in the repair reports in livelink. The last repair was february 19, 2016 where it was reported that the device was giving abnormal expansion and the roller, cutter, worn side plates, and screws were replaced. This is not a related issue. Product review of the meshgraft ii on april 18, 2018 revealed that the calibration was within specifications and produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on april 18, 2018 which included replacement of the roller, cutter, and worn side plates. Meshgraft ii, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the calibration was within specifications and produced a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was within specifications and produced a passing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.